Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and heart rate in 30s. The implantable pulse generator (ipg) is pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.